Event description:
A regular ICD follow-up was performed on (B)(6) 2016. Upon interrogation of the subject ICD, several warning messages were displayed on the programmer screen related to high atrial and ventricular leads impedances (>3000 ohms). In overview screen, atrial and ventricular leads impedances were displayed as above 3000 ohms. In addition, no measured values were displayed on the rv coil continuity column and the background color was red. Lead impedance, wave amplitude and threshold values were measured within normal values during the follow-up. Furthermore, normal pacing and sensing operations were observed on the recorded episodes and atps was also functioning normally. Therefore, this follow-up was completed and next follow-up will be performed at normal intervals. Preliminary analysis showed that a telemetry error occurred during the follow-up which led to incorrect values in implant memory. A new interrogation session was performed on the same day and normal values were displayed during this interrogation session.

Manufacturer narrative:
(B)(4).

Event description:
A regular ICD follow-up was performed on (B)(6) 2016. Upon interrogation of the subject ICD, several warning messages were displayed on the programmer screen related to high atrial and ventricular leads impedances (>3000 ohms). In overview screen, atrial and ventricular leads impedances were displayed as above 3000 ohms. In addition, no measured values were displayed on the rv coil continuity column and the background color was red. Lead impedance, wave amplitude and threshold values were measured within normal values during the follow-up. Furthermore, normal pacing and sensing operations were observed on the recorded episodes and atps was also functioning normally. Therefore, this follow-up was completed and next follow-up will be performed at normal intervals. Preliminary analysis showed that a telemetry error occurred during the follow-up which led to incorrect values in implant memory. A new interrogation session was performed on the same day and normal values were displayed during this interrogation session.